Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the drill tip broke during set up while testing the drill. There was no patient harm. There was a surgical delay of one (1) minute. The procedure was successfully completed using a replacement drill bit of the same kind. This report is for one (1) matrixmandible 1.5mm drill bit j-latch for 03.503.045/.047. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: health effect - impact code: (f10903) added to complaint. H11/d9: complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9: product not returning.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the device was not returned. A photo-investigation was performed on the images provided. The image depicted the drill bit in a bag or pouch with very limited transparency; the drill tip could not be seen clearly; however, it appeared that there was a fragment in the bag as well. No other issues were detected. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint was confirmed during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.503.476s, lot: 6l81978, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 27. March 2020, expiry date: 01. March 2030. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 03.503.476, lot: u350720, manufacturing site: monument, manufacturing location: orchid unique / final inspection and packaging by: monument, release to warehouse date: 24-feb-2020 , part number: 03.503.476 matrixmandible 1.5mm drill bit j-latch for 03.503.045-.047 (non-sterile) lot number: u350720, lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection, packaging or release that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.